Manufacturer narrative:
Additional serial numbers included in this report: 3 of 3 devices were returned for evaluation. Evaluation of three devices found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customers.

Event description:
This report summarizes 3 malfunction events where a midwest tradition pro handpiece would not hold burs. No injury resulted in any of the events.